Manufacturer narrative:
The investigation determined that lower than expected vitros ipth results were obtained from non-vitros mas thermofisher quality control fluids using two different lots of vitros immunodiagnostic products intact pth reagent on three vitros 5600 integrated systems. A definitive assignable cause could not be determined. The issue appears to be isolated to the mas quality control fluids, suggesting a mas quality control fluid issue could have contributed to the event, however, this could not be confirmed. A vitros ipth lot 1081 or lot 1111 reagent issue were unlikely contributors to the event, as non-vitros (mas) historical quality control results were within acceptable guidelines and vitros ipth quality control fluid results were also within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth lot 1081 or vitros ipth lot 1111. There was no evidence to suggest the vitros 5600 integrated systems malfunctioned. However, as no precision testing was conducted on the vitros 5600 integrated systems, an instrument issue cannot be ruled out as a contributor to the event.

Event description:
A customer reported lower than expected vitros intact pth (ipth) results obtained from non-vitros mas thermofisher quality control fluids using vitros immunodiagnostic products intact pth reagent on three vitros 5600 integrated systems. J1 = analyzer 1, j2 = analyzer 2, j3 = analyzer 3. Mas l1, vitros ipth lot 1081 results of 13.558 (j1), 13.240 (j1) and 15.427 (j2) pg/ml versus the baseline mean of 19.7 pg/ml. Mas l1, vitros ipth lot 1111 results of 13.532 (j2), 14.047 (j1), 13.381 (j2) and 13.754 (j2) pg/ml versus the baseline mean of 19.7 pg/ml. Mas l2, vitros ipth lot 1111 results of 50.114 (j3), 42.688 (j2), 49.267 (j3) and 45.916 (j2) versus the baseline mean of 72.8 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were obtained from quality control fluids and not reported from the laboratory. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 3 of 6 MDR¿s for this event. Six (6) 3500a forms are being submitted for this event as 6 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).